Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Seventy days have passed since this issue was reported to mitek, and to date, despite request, not more information has been received. The facilities have not identified the/these devices. Based on this information, we cannot tell anything; we cannot discern the root or underlying cause for the reported problem. At this point in time, no further action is warranted; however, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(6) days have passed since this issue was reported to mitek, and to date, despite request, not much more information has been received. Our affiliate has reported to us that the complaint device has been in use in various procedures with various personal with problem or fault and does not appear to have been sent in for an evaluation. Based on this information, we can assume that the most likely root or underlying cause for the reported adverse event is technique, a user issue. At this point in time, no further action is warranted; however, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(6) days have passed since this issue was reported to mitek, and to date, despite request, not much more information has been received. Our affiliate has reported to us that the complaint device has been in use in various procedures with various personal with no problem or fault and does not appear to have been sent in for an evaluation. Based on this information, we can assume that the most likely root or underlying cause for the reported adverse event is technique, a user issue. At this point in time, no further action is warranted; however, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that the surgeon performed 3 separate arthroscopic shoulder procedures in the same day using the same vapr iii generator and 3 separate undefined mitek vapr electrodes in which the patients sustained burns. It appears that the burns were noticed post-op. This is all of the information that has to date been made available to mitek; there are questions out to our affiliate for further detail and clarity. Also see associated mdrs 1221934-2012-00130, 1221934-2012-00131, 1221934-2012-00132, 1221934-2012-00133 and 1221934-2012-00134.